Event description:
It is reported that the device was implanted in 2007, and 20 months post-op the pt started experiencing groin pain. The surgeon advised the pt that the device was loose and recommended a revision which will occur sometimes in 2009.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Surgical intervention is planned, but not yet scheduled. The pt height and activity level is unk. Factors which may contribute to acetabular loosening pertaining to m/l taper stem may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, or pt activity. However, a definitive cause cannot be conclusively determined. H6: evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.